Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to insertion, the guide wire kinked while starting to thread through the raulerson syringe. The guide wire would not push through the top of the syringe. As a result, a new kit was opened and used to complete the procedure. There was a delay in treatment but no harm was caused to the patient. No death or complications were reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed because no sample was returned for analysis. The provided instructions describe suggested techniques to minimize the likelihood of guide wire damage during use and provides instructions on the insertion of the guide wire, raulerson syringe and needle. A device history record review performed based on sales history revealed a potentially relevant finding on the guide wire. However, the relevance could not be confirmed since no sample was returned. Therefore, the potential cause could not be determined based upon the information provided and without a sample. No further actions will be taken.